Event description:
It was reported that a homechoice device experienced an unknown alarm. The patient was connected at the time of the alarm. This occurred during fill cycle six of six in peritoneal dialysis therapy. The caregiver elected to end therapy early. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device evaluation could not be performed. The serial number was unknown, so a device history review and service history review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.